Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported joint instability. Provided information stated a thicker device was inserted at revision surgery to achieve the desired stability. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address instability in extension and flexion. Poly wear was discovered intraoperatively.